Manufacturer narrative:
Other, other text: two pictures of the products were reviewed by analysts. The pictures show a cassette product with a leakage from the ay bag. A review of the manufacturing process for a review of the manufacturing process for p/n 21-7302-24 l/n 4013363, was conducted by quality engineer on (B)(6) 2020, in order to verify that there are no situations or practices that could create the event as described in complaint description section. An inspection to the work stations was conducted, in order to verify for sharp edges and sharp objects in the magnus production line and the cassette production line; no sharp objects were found the leak test was audited during ten (10) cycles, in order to verify that the leak test was properly performed; for each cycle five (5) units are tested. The leak test was performed according to the test method stated in the manufacturing procedure; no leakages were detected during the fifty (50) units tested. In magnus line, production performs a 6 psi bubble test for the detection of leakage, to a sample of ten (10) ay bags every two hours. In cassette line, production performs a 100% in-process leak test is performed during the manufacturing of the cassette assembly. In magnus line, quality takes one (1) bag in order to perform a 6 psi bubble test for the detection of leakage, at the start up, the beginning of lot and after a break of 30 min. In magnus and cassette lines, quality verifies that the leak tests are properly performed. The customer reported: (1/3 reference (B)(4) for all attachments and related files) developed a hole in the inner bag and are leaking into the cassette. See photos attached". The most probable root cause is, that during leak test operation cassettes that failed (leak test), were not properly segregated.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir developed a hole in the inner bag and was leaking into the cassette. No adverse effects were reported.